Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat a dissection in the left superficial femoral artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatments appear to be related to the operational context of the procedure. The reported patient effects of dissection and ischemia, as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery with 99% stenosis at the mid segment. A spartacore guide wire was advanced to the lesion with no issues reported. A 4.0x60 mm balloon was unable to advance so a 3.0x40 mm balloon was inserted and inflated up to 12 atmospheres (atm). Post dilatation angiogram showed no complications. The previous 4.0x60 mm balloon was re-advanced and inflated to 8 atm. Post dilatation angiogram showed a dissection with construct extravasation. A 4.00x16 mm graftmaster covered stent was implanted at 16 atm, but the dissection was not sealed. The graftmaster possibly exacerbated the dissection. It was also noted there was slow flow after implant of the graftmaster. Another 4.00x16 mm graftmaster covered stent was implanted overlapping the previous graftmaster distally at 13 atm but again the dissection was not sealed. Follow up angiogram showed a different site of dissection further down which was consistent with spiral dissection. The patient was sent to femoral popliteal bypass surgery. No additional information was provided.